Event description:
It was reported that needle rust occurred before use with a needle eclipse s/t 27x1/2 . The following information was provided by the initial reporter. "They noticed that there is a rusty-like discoloration in the needle shaft."

Manufacturer narrative:
Bd has been provided with a photo for catalog 305770 lot 1504006 to investigate for this record. Visual examination of the returned photo confirms foreign matter on the cannula surface which was identified as rust. As a result, bd was able to verify the reported issue. Bd can conclude the cannula has oxidized and it is probably due to a not correct storage of syringes which were stored close to detergents and cleaning products substances like sodium hypochlorite or similar. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle rust occurred before use with a needle eclipse s/t 27x1/2 . The following information was provided by the initial reporter, "they noticed that there is a rusty-like discoloration in the needle shaft."